Event description:
It was reported that this patient went to the emergency room after receiving 2 inappropriate shocks, from this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD). The physician advised they were unable to reproduce oversensing of noise with provocation testing. The device's therapy has been temporarily deactivated pending further tests. There was a request for an analysis of the device's data. Technical service (ts) reviewed the data, confirming a sudden and significant morphological change, with myopotential oversensing set on the primary vector. These morphological changes resulted in t-wave oversensing; initiating inappropriate shocks that were non-physiological, indicating a potential lead integrity electrode issue. Technical service suspected an electrode conductor fracture, and provided recommendations for further tests, including x-ray imaging. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.